Event description:
It was reported that the dermacarrier became lodged while using the zimmer skin graft mesher. It was also reported that the comb was bent, the gears were damaged and the device was not meshing properly. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 03/19/2010 and was last repaired on (B)(6) 2013 for the same issue of worn gears. Evaluation of the device observed the roller gear and comb to be damaged. Prior to repair, a test mesh and calibration check could not be performed due to damaged comb. Customer returned two cutters. Cutter evaluation demonstration that both 1.5:1 and 2:1 cutters produced unacceptable test meshes. It is noted that the customer is a cadaver tissue bank which experiences heavy usage of devices. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.